Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the explanted device has not returned to edwards for analysis; therefore, the source of the reported calcification could not be assessed. Although the root cause of this event cannot be confirmed, it appears that the stenosis was likely caused by the calcification on the valve. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 11 years due to prosthetic aortic valve stenosis with calcification. Per the op report, intra-operative tee demonstrated calcified aortic valve leaflets with almost no leaflet excursion. During explantation of the valve, it was noted to be well healed into the aortic annulus with no periprosthetic disruption. The 3 leaflets were all intact but uniformly and homogeneously calcified and frozen in the closed position. The device was replaced with a new edwards bioprosthetic valve. Of note, this patient also had calcification of his native mitral valve which also required replacement. Tee after sepeartion from cardiopulmonary bypass demonstrated well preserved contractillity of both ventricles. The 2 new bioprostheses both appeared to function well with good leaflet motion and no central or periprosthetic leak.